Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc surmised that the reported phenomenon (scope communication error b30) was attributed to the scope detection failure, which might be caused by the aging deterioration of the output socket due to repeatedly use for a long-term because eight years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the scope communication error b30 occurred on the subject device. The field service engineer of olympus europa (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated, and that the output socket was obviously worn out. Then, when the output socket was replaced to a new one, the subject device functioned without any problems. Therefore, olympus europa (B)(4) surmised that the reported phenomenon was caused by the contact failure of the electrical contacts of the output socket. There was no report of patient injury associated with this event.